Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the reported infection was not related to the design, manufacture, and/or sterilization of revised eleos implants. The following mdrs were submitted as part of this adverse event. 3013450937-2024-00189. 3013450937-2024-00190.

Event description:
It was reported by (B)(6) , an onkos sales representative, that an 82-year-old female patient with an eleos proximal femur replacement underwent a revision on (B)(6) 2024 due to an alleged infection.